Event description:
About five weeks after performing a primary total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio), the surgeon performed an incision and drainage procedure on the patient due to a superficial infection.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation has been performed with regard to this event. The patient was treated for infection more than one month after the original makoplasty procedure, from which it is inferred that the original procedure and devices did not cause the infection. The patient's infection was assessed to be superficial by the surgeon; therefore, the patient's post-operative recovery and compliance are suspected to be contributing factors to the infection. The patient was administered a dose of antibiotics and is reportedly recovering well. Mako disposables undergo a validated gamma sterilization process before use, are labeled for single use only, and are tested for ability to withstand extreme environmental and distribution conditions. Mako reusable instrument designs are verified for ability to be disinfected and sterilized between procedures. Validated disinfection and sterilization procedures are provided for customers in 203855 rev 06 makoplasty total hip application instrument cleaning and sterilization guide. The rio sterile procedure validation is documented and training is provided to hospital personnel on draping procedure. Other sterile procedures are controlled by hospital staff, and are not documented in mako protocols or user procedures. At this time there is no evidence that the infection was caused by any mako components nor due to the makoplasty procedure, as documented.